Event description:
During evaluation of a returned homechoice device, a high drain error 103 (night drain #3) alarm was identified in the log. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 09:22:21. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review was performed and it was determined that the device servicing did not cause or contribute to the reported event . Upon conclusion of the investigation, the cause of this issue was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.